Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was further described as ¿the patient did not wash hands and made a mistake¿ (no further detail was provided). On the same day as onset, the patient was diagnosed with peritonitis and was hospitalized for the event. On the same day, the patient began intraperitoneal treatment for the peritonitis with injection ceftazidime (1 gram, once daily) and injection cefazolin (1 gram, once daily). One day later, the patient was retrained on proper aseptic technique. At the time of this report, the antibiotic treatment was ongoing, the patient remained hospitalized, the peritonitis was resolving, the patient was recovering from the event and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Four days after peritonitis onset, the treatments with ceftazidime and cefazolin were discontinued. On the same day, the patient began treatment for the peritonitis with injection amikacin (250 mg, once a day, route was not reported). On the same day, the patient was discharged from the hospital. Two days later, the peritonitis was resolved and the patient was recovered from the event. Treatment with amikacin continued on for another five days and then was discontinued. Should additional relevant information become available, a supplemental report will be submitted.